Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Signals in the run data file indicate that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause flow through the lrs chamber to be higher than the system expects, therefore allowing some wbcs to escape and end up in the product bag. Orientation of the hex in the hex holder may contribute to this situation. Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
Donor unit #: (B)(6). The customer would like the run data file investigated determine a possible cause for the elevated wbc content in the platelet product. No medical intervention was necessary for this incident. The disposable kit was not available for eval because, it was discarded the same day as the procedure. This report is being filed due to device malfunction that has the potential for injury.